Event description:
It was reported that during a meniscus surgery after t1 was deployed,when ready to deploy t2, t2 could not be found.the procedure was completed with a backup device with an insignificant delay and no patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the needle is bent. No ts or suture remain on the delivery needle or were returned. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established.